Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the download had stopped and the system was not communicating for two days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the download had stopped and the system was not communicating for two days on multiple devices. A technical support specialist (tss) identified that the device was not communicating. The tss contacted the customer and requested assistance from local information technology to investigate a possible outage. The customer later confirmed that local information technology had restored the connection. The tss verified that communication was reestablished and confirmed case closure with the customer. The system functioned as intended after the technical support specialist investigated the issue.